Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient started to have a 'shocking sensation' at the implantable neurostimulator (ins) site 3 weeks prior to the report. Due to the shocking sensation, the patient had been reducing stimulation level. The patient reportedly lost relief of incontinence 3 weeks prior to the report as well. It was noted that there was no known accident or incident related to this. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04f90, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).